Event description:
Patient presented back to the physician with pneumonia and was admitted to the ICU. A barium swallow test showed severe pharyngeal dysphagia and moderate oral dysphagia with evidence of aspiration. A peg tube was placed, and the patient was discharged a few days later. At a follow-up appointment, the patient showed improvement. The physician ordered another barium swallow test and will re-evaluate treatment plan after the results. The peg tube remains in place for nutrition.

Event description:
Patient presented back to the physician with improvement in tongue motion, swallowing difficulty, and speech difficulty following communications with a speech therapist. The patient is no longer using a peg tube.

Event description:
Patient presented to the physician for a post-implant follow-up, complaining of worsening cough and difficulty swallowing. Patient also presented with speech difficulty. Physician referred the patient for a modified barium swallow study.